Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that while on vacation the ilet user consumed a high-carbohydrate lunch and did not announce the meal, which led to elevated blood glucose. The event was characterized as a usage issue related to improper or incorrect procedure, with relevance to the user interface. Symptoms included hyperglycemia with a reported peak of 355 mg/dl and fatigue, after which the ilet delivered corrections and glucose returned to 126 mg/dl within about 1.5 hours. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to meal announce, with association to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.